Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had the ipg explanted at the end of 2016 due to pain at the ipg site. Explant date was not provided.